Manufacturer narrative:
This report was not associated with a human patient. Conclusions: is based on returned sample evaluation; is based on reserve sample evaluation. This report is being submitted as a precautionary measure based on the user facility description of the medical intervention to prevent a serious injury. The involved sample has been returned and evaluated. The available information indicates that the catheter had been used for the intended infusion and functioned without difficulty prior to removal. Close examination of the proximal end of the involved device indicated that the catheter tubing was compressed and partially damaged by a sharp object (such as by re-insertion of the introducer needle or by scissors) leaving a smooth surface at the point of separation. The edges near the separation were slightly distorted, but did not have indications of stretching. Retention samples from the reported lot were examined and tested. All samples were confirmed to be properly assembled and to meet the appropriate performance specifications. Several samples were intentionally damaged in an attempt to recreate an appearance similar to the returned sample. Pulling on the catheter without an initial partial cut in the tubing resulted in significant elongation of the tubing with a very different appearance. Pulling on the catheter after an initial partial cut in the tubing resulted in separation of the tubing with an appearance similar to the returned device. A review of the complaint files confirmed that the involved lot has not been reported previously and there were no indications of any production related problems in the device history records. The fact that the catheter had been used without any reported difficulty minimizes the potential that the incident was related to a pre-existing device defect. Although the cause of the reported event cannot be definitively determined, the appearance of the returned sample is consistent with damage due to contact with a sharp object, followed by tearing of the catheter tubing during the removal process. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending, and follow up.

Event description:
The user facility (a veterinary facility) reported that the distal portion of an i.v. Catheter was noted to be detached after the dog left the facility. The dog's owner reportedly noticed the dog was bleeding from the location where an i.v. Catheter had been placed. Upon closer examination, the owner found that the distal piece of the catheter was sticking out of the dog's leg. The owner was able to remove the distal piece of the catheter without incident.